Manufacturer narrative:
Product not returned to manufacturer or available for evaluation. Third party engineer evaluated the device and did not find any fault. The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during patient use, the e360 ventilator stopped ventilating the patient. The patient's heart rate decreased to 30 beats per minute and the spo2 (peripheral capillary oxygen saturation) was unable to be monitored. Cardiopulmonary resuscitation (CPR) was initiated immediately and the patient's heart rate recovered to 110 beats per minute with an increase in the spo2 to 99%. Additionally, it was noted patient was treated with chest compression and transferred to standby ventilator.